Manufacturer narrative:
The returned device was evaluated and blood was observed on the adhesive pad of the device. Inspection of the hard cannula tip found it to be bent indicating the needle was damaged. This damage can be confirmed as the cause of the reported bleeding/bruising event. The pod was received with the soft cannula completely torn off at the union of the exposed and unexposed portions and shortened. This caused fluid to not be able to not be able to travel the complete fluid path. A leak test could also not be performed due to the exposed portion of the soft cannula not being returned. It could not be determined when or how this damage occurred. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 499 mg/dl. In addition the patient reports the pod was leaking and had blood in the cannula. As treatment, the patient applied a new pod.